Manufacturer narrative:
The resolution of the power cord damage was not obtained despite multiple attempts made for additional details from the customer. The customer reported the device passed all performance verification testing (pvt) following the reported event but has not been returned to service at the time of last contact. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a copy of a medwatch report from FDA containing a customer complaint documented under report # 2100020000-2024-8002. It was reported that there was noise heard (a ¿pop¿) and smoke in the room where the v60 ventilator was in clinical use. There was no report of harm. The patient was promptly removed from the room. The staff noted black soot surrounding the electrical outlet in which the device was plugged for power. The device was removed from service. The customer submitted the device for evaluation. The investigation concluded the philips v60 ventilator was not the cause of the outlet fire. Furthermore, the device function was not impacted by the event. Further information was requested regarding the event, and the customer reported that the power cord incurred damage but passed all performance verification testing (pvt) following the reported event. The investigation is ongoing.